Event description:
Gore graft for hemodialysis access placed on outpatient basis in 2009. Placement of graft was in the groin. Pt developed infection and was admitted about 2 weeks later. Pt expired at approximately two weeks later. Past medical history: end stage renal disease (esrd), on hemodialysis, hypertension (htn), congestive heart failure (chf), and seizures.